Manufacturer narrative:
(B)(4). Date sent: 11/8/2019. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: harmonic sealpei versus conventional tonsillectemy: a double-blind clinical trial. Author/s: patrick . Collison, md, facs; robin weiner, md. Citation: ent-ear, nose &throat journal' october 2004. This study aimed determine if the harmonic scalpel had any advantages over conventional dissection with respect to length of operating time, the amount of intraoperative blood loss, the degree of postoperative pain and the incidence of bleeding. A total of 28 patients (n=10 male and n=28 female; aged 6-40 years [mean 17 years]) with recurrent tonsillitis and/or adenotonsillar hypertrophy who underwent harmonic scalpel tonsillectomy on one side and cold dissection tonsillectomy with suction electrocautery hemostasis on the other side. The harmonic scalpel was set to power level 2 as recommended by the manufacturer. Postoperative complication on harmonic scalpel side included delayed bleeding (n=3) in which bleeding from 2 patients stopped spontaneously and the other patient's hemoglobin fell to 6.3 g/dl, which necessitated a return to the operating room for hemostasis and transfusion of 2 units of pack ed red blood cells. Several theoretical reasons that the use of the harmonic scalpel would result in less pain, including the fact that, unlike electrocautery, there is no electric current to stimulate nerves and muscles. We conclude that the only clearly demonstrable advantage that the harmonic scalpei had over cold dissection was that it caused less intraoperative blood loss.